Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was not returned because the patient's written consent is missing. However, three images of the removed periprosthetic proximal femur plate and the periprosthetic trochanter plate were provided. All three images show that the right periprosthetic femur plate is fractured. The fracture is perpendicular to the plate axis and through the center hole of the 3-hole pattern just below the mis interface. A more detailed fracture analysis cannot be performed based on the provided images. A review of the device manufacturing records could not be performed due to missing lot number. Device is used for treatment. The hospital discharge report was provided and reviewed by a health care professional. The review identified that the patient had an initial cemented right total hip arthroplasty with unknown products implanted in four years ago with known osseous carcinoma metastasis in the right proximal femur treated with radiotherapy. Four years later, the patient was walking at home and suddenly experienced a periprosthetic femoral fracture. Eight months ago the patient underwent osteosynthesis of the femoral fracture. Osteolysis was noted dorsally on the femur in the fracture area; however, due to patient history and condition, no change was made to the initial total hip implants. The patient was discharged. Five months later, the femoral fracture occurred again at the distal stem with fracture of the osteosynthesis plate. The plate was removed, and the stem was exchanged on three months ago. It was further reported that the patient has since died of circulatory failure. Two radiographs, a cross-table and a frontal view of the proximal to mid right femur including presence of a total hip arthroplasty as well as a metallic side plate with screws, were provided and reviewed by a radiologist. The review identified a hardware and bone fracture at the level of the distal tip of the femoral stem. The metallic side plate is fractured and demonstrates a diastatic fracture gap. The adjacent bone demonstrates a comminuted fracture. Collectively, mild apex lateral angulation noted at the site of fractures. No detected fracture with respect to the arthroplasty and no periprosthetic lucency is seen. There is no identified metallic plate screw fracture, dislocation, signs of loosening, wear, radiolucency, or other contributing factors. Bone quality appears normal. It is not known whether or to what extent the patient's comorbidities caused or contributed to the fracture of the plate. In addition, the fractured plate is not available for examination. Therefore, with the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) d10: unknown ncb platte trochanter, item# unknown, lot# unknown. Unknown tha stem, item# unknown, lot# unknown. G2: foreign ¿ germany. H3: other: device evaluation could not be performed as part# and lot# are unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had an initial cemented right total hip arthroplasty with unknown products implanted four years ago with known osseous carcinoma metastasis in the right proximal femur treated with radiotherapy. Subsequently, four years later, the patient suddenly experienced a periprosthetic femoral fracture while walking at home. The patient underwent osteosynthesis of the femoral fracture. Osteolysis was noted dorsally on the femur in the fracture area; however, due to the patient history and condition, no change was made to the initial total hip implants. Five months later, the femoral fracture occurred again at the distal stem with fracture of the osteosynthesis plate. The plate was removed, and the stem was exchanged. No further details surrounding the fracture or medical records have been provided to date. Due diligence is in progress for this complaint; to date no additional information or product has been received.